Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a left bundle branch area pacing (lbbap) lead, when the lead was connected to the device, the patient experienced complete heart block. There was one beat of p-wave oversensing noted during testing. Later, with patient in recovery, there was a noted drop in ventricular beats and loss of pacing when the patient sat upright. Another beat of p-wave oversensing was observed, and the patient experienced dizziness. The lead sensitivity was reprogrammed. A fluoroscopy was performed to confirm lead position, and it was suspected that there was inadequate lead slack for integrated bipolar sensing, with the proximal right ventricular (rv) coil too close to the right atrium. A plan was made to monitor the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.